Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. D10 therapy date is estimated.

Event description:
Related manufacturer reference number (B)(4). It was reported the patient's leads had high impedances and x-rays indicated the lead was fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.